Event description:
It was reported that error 41 occurred that could not be cleared. No adverse event reported.

Manufacturer narrative:
The reported complaint of error 41 (patient temperature sensor failure) was verified. The sensor as well as load cell, motor cover and encoder cover, which were damaged, were replaced. Following part replacements, autopulse system passed functional tests. No adverse event reported.